Event description:
Information was received indicating that a smiths medical pump's internal programming was reset. There were no reported adverse events.

Manufacturer narrative:
Device evaluation: one cadd ms3 pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. Investigation, unable to duplicate the customer stated problem. According to the investigation, device testing was performed, and the device did not have an internal programming reset. The device ran the program for an extended period of time with no issues occurring. According to the investigation, it is possible that the battery was the issue. Therefore, no problem found with the issue. However, investigation recommended the pump motor replace as preventive measure. The problem source of the reported problem is unknown.